Event description:
Patient was revised due to fracture of the supporting patella bone and loosening of the patella. Delamination was present on the insert. Poly wear was present on the patella and insert.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.